Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported the pt cannot feel stimulation with either of her programs, even when she increases amplitude to maximum. F/u revealed the pt was scheduled to meet for a programming appointment. No further info is available at this time.